Event description:
Ligasure hand piece stopped working. MFR response: this was user error. The company came in and gave an in-service to hospital or staff who will in turn in-service the surgeons on a case by case basis.